Event description:
A malfunction was reported on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump malfunction code, which did not recur after resetting. The customer was informed to continue using the pump and to contact support if the issue reappears.